Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it experienced an unexpected data error. A technical support remoted into the station and found the database in suspect mode and dropped the database and performed a full synchronization. The station came back online and was fully operational. Customer acknowledged the resolution and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary encountered an unexpected data error. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.